Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test, and occlusion test. Pump received with cracked reservoir tube lip noted.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 900 mg/dl. The customer was treated for the high blood glucose but did not go to the hospital. The customer did not mention any symptoms of high blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not troubleshoot the issue. The customer returned the product for analysis.